Manufacturer narrative:
The event date is approximate. The issue is reported to be with the accessory brush head to the sonicare for kids power toothbrush system. No serial or lot information was provided. The complaint was received from a consumer in germany. Manufacture date not provided or identifiable.

Event description:
A consumer reported that their sonicare for kids accessory brush head broke during use. No injuries were reported. A small parts break during use was identified and it could be a choking hazard to the consumer.

Manufacturer narrative:
Analysis results: the root cause of the customer's complaint was customer abuse.